Event description:
Novasure device failed during use. Could not get proper uterine seal. Resulted in tear in pt's cervix. Cervical tear associated with device failure when attempting to use novasure device, device failed. Surgeon was unable to get appropriate seal to place the device for use. The following techniques were used to obtain seal; manipulation of cervix and applications of surgilube. Therefore, a second device was used. Due to difficulty in obtaining seal, the pt's cervix was torn.